Event description:
It was reported during an in clinic follow up that the atrial lead was exhibiting noise from an external source. The lead remains implanted and will continue to be monitored. The patient was asymptomatic and stable.